Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high shocking lead impedance measurements greater than 125 ohms. No noise was produced with isometrics performed in multiple positions. The daily shock impedance measurements have been stable between 110 to 119 ohms. Subsequently, the physician has elected to continue with monitoring through normal follow-up. The system remains in service. No adverse patient effects were reported.

Event description:
Subsequent information indicates that the device was explanted for an unrelated reason. The device was returned for analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.